Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
In 2006, this pt was treated endovascularly to complete a staged hybrid procedure with an elephant trunk hanging into the aneurysm in the descending aorta. The physician placed two gore tag thoracic endoprosthesis to seal within the dacron elephant trunk to finish the hybrid procedure. On a routine follow-up (date unknown), the physician found an endoleak between the two previously implanted tag devices. In 2007, a third gore tag thoracic endoprosthesis was placed over the overlap of the original two devices. This reintervention resolved the type iii endoleak. The pt is reportedly doing well.